Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. The same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient received unspecified treatment for the event. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.